Event description:
Reportedly, the patient has developed "extreme pain and physical discomfort as well as limitations in movement."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with c5 disc herniation with radicular arm pain and underwent the following procedures: c5 anterior cervical discectomy, interbody grafting with cage and rhbmp2 with anterior instrumentation. As per op-notes,¿ a 2-mm kerrison was used to remove the posterior annulus and ligament, to remove the remaining osteophyte. Bilateral foraminotomies were accomplished. A 6-mm cage was filled with rhbmp2, a sponge and impacted into position. The plate was selected and secured with self-tapping 13mm screws using the drill guide and drill.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.